Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 04/22/2019 with the following findings: device evaluation: on investigation, the display screen was found to be cracked and was blank when the pump was powered on. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 04/22/2019.